Manufacturer narrative:
Per -(B)(4) initial report: additional information, including device details, date of pending revision (if known), operative notes, patient activity level, patient medical history, a detailed patient outcome and the explanted device(s) have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed. Revision pending.

Event description:
Unity revision pending due to posterior dislocation of the right knee 2 months post op.

Manufacturer narrative:
Per (B)(4) final report. Additional information, including device details, date of pending revision (if known), operative notes, patient age and activity level, patient medical history, a detailed patient outcome and the explanted device(s) were requested in order to progress with the investigation of this event. The appropriate device details were provided for 2 devices and the relevant device manufacturing records have been identified and reviewed. The parts conformed to dimensional and material specifications at the time of manufacture. It has been confirmed that the pending revision did not go ahead. The patient experienced a fall shortly after surgery which resulted in the reported dislocation. The surgeon decided to relocate and perform a closed reduction rather than perform a revision. The patient has not experienced and further issues. Based on this information it has been concluded that this event is subsequent to trauma and not due to a malfunction / fault with the corin devices and thus this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Unity revision pending due to posterior dislocation of the right knee at 2 months post op.